Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased counts to the sensing integrity counter (sic), high rate non-sustained tachycardia, and oversensing. Furthermore, it was noted the lead exhibited rising threshold and impedance values as well as noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.